Event description:
It was reported that during a stenting procedure, a wire was stuck in the stent strut. The wire was stuck in the strut of a 2.25x20mm promus element plus drug-eluting stent and they could not get it out. The stent was not deployed and had to be removed. They decided to use another device to complete the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).